Event description:
It was reported that (1) device was used during a hernia repair. It was reported by the affiliate that the ems instrument, upon the third firing, stopped firing. Another instrument was used to complete the case. There was no consequence to the pt.